Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide device after a percutaneous transluminal angioplasty of the tibial artery. Reportedly, when the physician was about to loop the suture towards the quickcut mechanism, the suture broke. Another proglide from the same lot was attempted, with the same result. A third proglide, from a different lot, was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. Based on the reported information and the manufacturing inspection criteria a definitive cause for the reported event and associated patient effects could not be determined; however, the reported mild vessel calcification may have been a contributing factor. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. It is indicated that the device was discarded at the facility. The lot number was provided. A follow-up report will be submitted with all additional relevant information. The second proglide referenced is being filed under a separate medwatch report number.